Manufacturer narrative:
Alarm code 0x14 (occlusion) was reported alongside data showing timeout occurrences. An external voltage source was used to manually energize the sma wire segments, showing the hook talons successfully turning the ratchet gear. Damage was found in several locations along the lead screw component. However it could not be determined if this finding caused the hazard alarm. A leak test was performed, where a leak was then observed near the kink found on the soft cannula within the exposed portion. It could not be determined when the damage occurred. It could not be successfully determined that this effected the pods ability to deliver insulin. The exact cause of the alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria.omnipod insulin management system ¿ user guide:model: ust400,17845-5a-aw rev b 09/17.checking your blood glucose:chapter 4 / page 36;warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had high blood glucose levels of 382 mg/dl while wearing the pod for between 4 and 24 hours on the leg. The mother also reported an occlusion alarm.